Manufacturer narrative:
The pump passed the displacement, self test, off no power and unexpected restart error tests. The pump alarmed motor error during the basic occlusion test due to a loose/protruded drive support disk. Unable to perform the basic occlusion, occlusion, and a prime, excessive no delivery alarm test due to the motor error alarm. Unable to confirm the prime or fill anomaly due to the motor error alarm. All operating currents were within specification. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube window, a cracked case at the reservoir tube window corner and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a priming anomaly from the insulin pump. The customer's blood glucose reading was 127 mg/dl. The customer stated that insulin squirted out during manual prime process. The customer stated that she primed the pump last night and insulin would not stop. The customer was advised to hold down act until a second series of beeps or numbers appear on the display. The customer stated that she did not receive the second series of beeps nor did numbers appear on the screen. The customer will be sent a replacement pump. The customer will return the pump for analysis.